Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow instructions provided in the user guide and device training, as well as the on-screen prompts when completing the cartridge change process, resulting in unintentional insulin delivery.

Event description:
On (B)(6) 2024 an ilet user called for assistance after performing a full cartridge and infusion set site change. The user reported completing the change 30 minutes prior, but the device is reading only 4 units of insulin remaining. It was discovered that the user had not correctly completed the change cartridge and tubing process, causing all the insulin to be pushed through the tubing and possibly into the infusion site and user. During the call, the user's blood glucose (bg) dropped from 165 mg/dl to 135 mg/dl, so the agent advised using fast-acting crabs and calling emt for further assistance. The user's girlfriend was assisting, and they had emergency glucagon available. The user later went to the hospital for observation. On 7/1/24 a beta bionics clinical diabetes specialist (cds) followed up with the user about the event. The user reported their bg dropped to 65 mg/dl. The low levels lasted a couple of hours and were corrected by consuming 2 bowls of cereal and 8 glasses of orange juice. The user visited the ER for 2-3 hours, where their bg levels were monitored but no additional treatment was given. The user experienced dizziness but did not pass out or suffer any severe effects. The cds reviewed the supply change process with the user and made sure all steps were now followed correctly.